Event description:
During renal procedure the tip of the sheath separated.

Manufacturer narrative:
A lot history review revealed this to be the second complaint of this type received for the products from this sterile lot number.